Event description:
While opening lens implant to load for injection, technician noted haptic lens was detached. Alcon representative was notified and the product was returned. Defective product was not used in connection with any patient. This is a voluntary report.